Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the tip broke. The broken piece was retrieved.

Manufacturer narrative:
The product catalog, lot number, and product description was updated to reflect the correct product that broke mid shaft. Alleged failure: the shaft was broken off. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could excessive force applied by the user, poor or no suction, used pressure such as bending or prying. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that the tip broke.the broken piece was retrieved.